Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. Analysis found that the instrument would not verify. Analysis confirmed the issue to be due to a damaged instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon had issues verifying the straight suction. The surgeon then manipulated the tip of the suction in the divot and was able to get it to verify, continuing to use it for the surgery. No impact to the patient and a five minute delay to the procedure were reported.